Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.510k#: k062195.

Event description:
On (B)(6), 2010, the lay user/reporter, the patient's wife, contacted lifescan to report the one touch ultra meter was giving inaccurately low readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6), 2010, the patient obtained the blood glucose reading of 17 mg/dl on the reported meter, which he claimed was inaccurately low. The patient took the action of consuming more food and/or drink. On (B)(6), 2010, the patient experienced the symptoms of being "lifeless", tired and inability to walk. Emergency services were contacted. When paramedics arrived, they tested the patient's blood glucose level to be 300 mg/dl. The patient was transported to and admitted to the hospital. The reporter was unable to provide details about his treatment. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was correct. The cca also determined the test strips were expired or stored improperly, which can cause inaccurate readings. The meter was replaced. The patient used expired or improperly stored test strips. The patient allegedly became hyperglycemic after he obtained low blood glucose readings on the reported meter and consumed more food, and received emergency medical attention. Therefore this complaint is being reported.